Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reports rupture. Removal of the device. This record relates to the right side.

Event description:
Medical staff reports rupture. Removal of the device. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the device was returned to allergan for analysis and visual analysis noted the device weighed 193.45 grams. The device was noted to have a broken shell. Under microscopic analysis a sharp-edged opening was identified and was assessed as a unidentified tear. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening.

Event description:
Medical staff reports rupture. Removal of the device. This record relates to the right side.